Event description:
The deployment system for the edwards intuity elite aortic valve burst when inflated. The aortic valve was removed and replaced with a new valve.

Event description:
The deployment system for the edwards intuity elite aortic valve burst when inflated. The aortic valve was removed and replaced with a new valve.